Event description:
Complainant alleged that during a routine shift check by a clinician, the device's charge button on the main control panel was not functioning properly. The complainant indicated that there was no patient involment in the reported failure.